Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 10-jul-2023 h6: investigation summary our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample and photos. Analysis of the sample photos showed that the needle had pierced through the catheter of the sample. Visual examination of the returned sample confirmed the findings of the photo evaluation. Blood was also observed on the front end of the flow control plug. Bd determined that the cause of the failure was likely error during use. The blood on the sample indicates that it was successfully inserted during application. If the needle was pierced through the catheter during production, insertion would have not been possible. It is likely that the user had partially withdrawn the needle from the catheter and then reinserted the needle into the catheter. Doing such an action will result in the needle piercing through the catheter due to the elasticity of the catheter material slinging the needle through the catheter wall. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula needle through catheter. The following information was provided by the initial reporter, translated from german to english: customer reports punctured vps by email. No further information yet

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula needle through catheter. The following information was provided by the initial reporter, translated from german to english: customer reports punctured vps by email. No further information yet.